Event description:
Conmed (B)(4) reported on behalf of their customer that the 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs), was being used during a total laparoscopic hysterectomy on (B)(6) 2022 when it was reported that the ¿tip of electrode was detached during the surgery.¿ further assessment found the procedure was completed and there was no delay to the surgery reported. The tip of the device was in the sterile field when it became detached from the device and fell into the surgical site. The tip was retrieved using grasping forceps. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. The patient¿s current status is unknown. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet recieved.

Manufacturer narrative:
Received one 60-5274-032 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the spatula electrode was received disassembled from the device. There is evidence of soldering on the electrode. The potential root cause was identified to be the loss of energy from the laser input controller to the output beam. Fiber optic cable damage/loss, and laser misalignment over time were determined to be contributing factors to energy loss throughout the system. Upon operations notification of weak weld strength, the welder manufacturer serviced the equipment to correct the energy loss/misalignment issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to examine the device prior to use for damage. Do not use if damage is found. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this device can result in a patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs), was being used during a total laparoscopic hysterectomy on (B)(6) 2022 when it was reported that the ¿tip of electrode was detached during the surgery.¿ further assessment found the procedure was completed and there was no delay to the surgery reported. The tip of the device was in the sterile field when it became detached from the device and fell into the surgical site. The tip was retrieved using grasping forceps. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. The patient¿s current status is unknown. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.